Manufacturer narrative:
(B)(4).

Event description:
The patient was no longer utilizing the intrathecal pump therapy due to residual discrepancies. The patient was unable to have a surgical revision. The cause of the event was thought to be possible granuloma formation. An MRI and CT were done and the pump was filled with saline. The pump was delivering normal saline from (B)(6) 2012 until (B)(6) 2013. The patient recovered without permanent impairment.

Event description:
The pump stopped (B)(6) 2013. Per the physician of record, there was no intrathecal pump management at that office. The specific symptoms, interventions, outcome, and drug used in the pump were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).